Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99038. Supplemental rationale. Corrected data: b5, h6, h11. 4 previously reported events were included in this follow-up record. Product return status 2 devices were received. 1 device was evaluated using data provided by the user or third party. 1 device investigation type has not yet been determined. Evaluation findings (results/components). 1 device: fatigue problem / ball. 1 device: wear problem / tip. 1 device: degradation problem identified / part/component/sub-assembly term not applicable. 1 device: results pending completion of investigation / part/component/sub-assembly term not applicable. Product disposition: 2 devices: scrapped by stryker. 1 device: product not received. 1 device: product disposition is not yet determined.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 4 events for the failure: detachment of device or device component. - 3 events had no health consequences or impact. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 4 events were reported for this quarter. Product return status 1 device was received. 1 device was evaluated using data provided by the user or third party. 2 devices had investigation types that have not yet been determined. Evaluation findings (results/components) 1 device: fatigue problem / ball 1 device: wear problem / tip 2 devices: results pending completion of investigation / part/component/sub-assembly term not applicable product disposition 1 device: scrapped by stryker 1 device: product not received 2 devices: product disposition is not yet determined additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31, 2025. This report summarizes 4 events for the failure: detachment of device or device component. - 2 events had no health consequences or impact. - 1 event had insufficient information. - 1 event had problem identified during non-clinical procedure; there was no patient involvement.